Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Unit received with original battery cap contact missing and powered on properly when new battery cap was placed. Unit powered up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces caused electrical short. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, pillowing keypad overlay, cracked keypad overlay at select button and stained keypad overlay. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. However, unit was received with original battery cap contact missing and electronic assembly was found corroded during deconstructive analysis due to moisture exposure, possibly causing and electrical short. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display and the pump was not turning on. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1880 and the product will be returned for analysis.